Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510(k) number: k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #30 was removed due to pain when torquing the healing abutment.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310. H10: narrative/data was updated. One (1) imp,tsv,6.0,10,mtx,mg (tsvt6b10) was returned for investigation. Visual evaluation of the as returned product identified that the implant had signs of use. Bone debris on the internal threads was identified. No signs of malfunction that would contribute to the event. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimvie. DHR review was completed for the subject lot number 1253344. It was confirmed that all operations and inspections were executed as per applicable procedure. Sterilization record op# 150 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1253344 for similar events and no other complaint was identified. The implant could not be functionally tested for the reported event (pain) as it is a medical condition. Therefore, the reported event couldn't be recreated. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation was missing or confusing instructions for use, the material selection, or the clinician placed an implant in a patient with patient factors. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.